Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, moisture damage to the keypad traces, a cracked reservoir tube lip, minor scratches on the display window, and a cracked case near the display window corners were noted during the visual inspection. No display anomaly was noted.

Event description:
It was reported that the customer had an issue with the up arrow button while trying to deliver a bolus. Customer tried to deliver a bolus on friday and noticed that the numbers were scrolling. Customer saw a button error on the pump. Customer wears the pump in her bra and it may have been exposed to sweat. Customer's blood glucose level was 108 mg/dl. Customer stated that she uses more than 200 units a day and reuses the reservoir. Customer lets the pump go empty and it makes her rewind. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and to revert to a back-up plan per health care professional's instructions. No additional information provided.